Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did not identify an increase in complaint activity for the complaint issue. Tracking and trending for the architect prolactin reagent did not identify any related trends. Device history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 76355ud00 and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 76355ud00. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin, lot 76355ud00 was identified.

Event description:
The customer reported a falsely elevated architect prolactin result generated on the architect i1000sr for one female patient. The following data was provided: (B)(6) 2025, sample ID (B)(6): initial result = 20.79 ng/ml (abbott normal value: 3.46-19.40 ng/ml) sample tested at another lab (another technique): result = 8 ng/ml (normal range: 5-16 ng/ml) on (B)(6) 2025, additional patient results were provided by the customer for falsely elevated architect prolactin results. The customer sent two patients to be rerun at cerba. The following results were provided: on (B)(6) 2025, sid (B)(6): architect prolactin result: 31.93 ng/ml (reference range: 3.46-19.40 ng/ml) cerba prolactin result: 17 ng/ml (normal range: < 20 ng/ml). On (B)(6) 2025, sid (B)(6): architect prolactin result: 23.64 ng/ml (reference range: 3.46-19.40 ng/ml) cerba prolactin result: 14 ng/ml (normal range: < 20 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (total of 2 patients). All available patient information was included. Additional patient details are not available.

Event description:
On 01dec2025, additional patient results were provided by the customer for falsely elevated architect prolactin results. The customer sent two patients to be rerun at cerba. The following results were provided: on (B)(6) 2025, sid: (B)(6): architect prolactin result: 31.93 ng/ml (reference range: 3.46-19.40 ng/ml). Cerba prolactin result: 17 ng/ml (normal range: < 20 ng/ml). On (B)(6) 2025, sid: (B)(6): architect prolactin result: 23.64 ng/ml (reference range: 3.46-19.40 ng/ml). Cerba prolactin result: 14 ng/ml (normal range: < 20 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: complete sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect prolactin result generated on the architect i1000sr for one female patient. The following data was provided: (B)(6) 2025, sample ID (B)(6): initial result = 20.79 ng/ml (abbott normal value: 3.46-19.40 ng/ml). Sample tested at another lab (another technique): result = 8 ng/ml (normal range: 5-16 ng/ml). There was no impact to patient management reported.